Event description:
Affiliate reported that there was leakage from the tube under the stopcock.

Manufacturer narrative:
Codman has requested the device for evaluation. It has been communicated that the device is available for evaluation. Upon completion of the investigation, a follow up report will be filed.